Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the displacement test due to motor excessive axial play. They were unable to verify the motor error alarm due to compromised force sensor system alarm during the displacement test. The pump had cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error during prime. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that the motor error alarm occurred more than once in the last 30 days. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.